Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event information. Should new information become available, a follow up MDR will be submitted.

Event description:
Received information stating customer received an altitude alarm while hiking; the customer did not know if blood glucose level was impacted. The customer was able to clear the alarm and change cartridge after 30 minutes.